Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. 267 events were originally reported for this failure mode during the reporting quarter; however, - 1 event was inadvertently excluded. - 268 reported events are included in this follow-up record. Product return status: 261 devices were received. 5 devices were evaluated in the field. 2 devices were not available for evaluation.

Event description:
This report summarizes 268 malfunction events in which the device had paint chips missing. - 268 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 266 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2021-00223 but should be included under this report. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00223. - 1 event was inadvertently excluded. - 267reported events are included in this follow-up record. Product return status 55 devices were received. 209 devices were evaluated in the field. 1 device was not available for evaluation. 2 device investigation types have not yet been determined.

Event description:
This report summarizes 267 malfunction events in which the device had paint chips missing. - 267 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 267 events were reported for this quarter. Product return status: 54 devices were received. 208 devices were evaluated in the field. 1 device was not available for evaluation. 4 device investigation types have not yet been determined. Additional information: 267 devices were not labeled for single-use. 267 devices were not reprocessed or reused.

Event description:
This report summarizes 267 malfunction events in which the device had paint chips missing. 266 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.